Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause can be determined at this time. Additional information was requested on 10/12/2011 and 10/19/2011 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 10/12/2011. (B)(4).

Event description:
A surgical coordinator reported a patient with blurry vision and eyes watering/tearing in both eyes following bilateral intraocular lens (iol) implant surgery fifteen years earlier. The coordinator reported the patient had an iol dislocation in both eyes. Medical records were received and reviewed. There has been no surgical intervention performed for this eye. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.